Event description:
A customer reported to baxter (B)(4) an interlink continue-flo solution set in which the side interlink was not able to be accessed. It is unknown when this condition occurred. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Twenty six samples were returned for evaluation. Visual and functional testing was performed. All components were present, in the right position and complete. The cannula was inserted directly through center of septum by grasping shield and aligning slot with side arm of y-site. The sets were checked for clear passage by dropping a 0.032" pin gauge through the cannula lumen. The pin gauge passed through the slit clearly in the 52 y-sites interlink. Interlink cannulas were aligned with the center of the septum, inserted, and rotated. Cannulas were removed with a straight extraction motion. Each septum was tested 10 times. The defect was not replicated and, therefore, was not confirmed. Baxter will continue to monitor similar reports to determine if further actions are required.